Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that the patient experienced poor performance and pain with device use, subsequently the device was explanted (date not reported) and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
The date of explantation was reported to be october 8, 2016. This report is submitted january 17, 2017.